Manufacturer narrative:
The investigation for the reported purge leak and access site bleed has been completed. The pump and purge cassette were returned for investigation. The purge sidearm of pump was not returned. The returned pump was cut open. A sidearm bypass was seen on the returned product, and upon checking, a loose connection was found on the bypassed sidearm. No further investigation could be performed since the sidearm was not returned. As per clinical details, a purge bypass was performed after a noted purge leak from the sidearm. The medical doctor explanted the pump after the purge bypass did not work. The cause of the purge leak issue was most likely a leak from the sidearm, but the exact location of the leak was unknown. The cause of the access site bleeding issue was most likely patient condition related. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that there was access site bleeding. The medical staff performed several dressing changes and withheld heparin. Additionally, there was a purge pressure low alarm and leak was observed into the purge side arm retainer. The medical staff tried a purge bypass unsuccessfully. The impella 5.5 was replaced, and the patient survived the event.